Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that he awoke at 3:30 am and measured his blood glucose, which was 37 mg/dl. He drank the equivalent of 20 carbohydrate grams of apple juice to correct the low blood glucose. At 4:09 am, his blood glucose value had increased to 96 mg/dl. He returned to bed and awoke at 8:30 am at which time his blood glucose value was 52 mg/dl. He again drank the equivalent of 20 carbohydrate grams of apple juice to correct the low blood glucose. At 9:17 am and 10:52 am, his blood glucose values were 98 mg/dl and 90 mg/dl, respectively. He conveyed that he had spoken to a "pump nurse" about his basal rates on 04/30/2007. He stated that his low blood glucose values were related to basal rates being set to high. During follow up two weeks later, he conveyed that he had met with his physician, who adjusted his basal rates. He stated that the adjustments corrected his blood glucose levels and he was no longer experiencing the low values. No product was requested to be returned for eval.